Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and fallopian tube necrosis ('necrosis of tubes') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube necrosis (seriousness criteria medically significant and intervention required), back pain ("lower back pain like back labor"), gait inability ("I couldnt walk"), arthralgia ("si joint pain"), anxiety ("anxiety"), nightmare ("nightmares"), adenomyosis ("adenomyosis"), adhesion ("adhesion") and inflammation ("chronic inflammation") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy ((B)(4)2014), hysterectomy ((B)(4)2014)). Essure was removed. At the time of the report, the pelvic pain, fallopian tube necrosis, back pain, gait inability, arthralgia, anxiety, nightmare, weight decreased, adenomyosis, adhesion and inflammation outcome was unknown. The reporter considered adenomyosis, adhesion, anxiety, arthralgia, back pain, fallopian tube necrosis, gait inability, inflammation, nightmare, pelvic pain and weight decreased to be related to essure. The reporter commented: information transferred from duplicate case: 2019-229219: she was 14 month out from my last of 4 gynecological surgeries because of essure . Quality-safety evaluation of ptc: unable to confirm compliant. Amendment: the report was amended for the following reason: all the information was transferred from duplicate deleted case: 2019-229219. Medwatch 3500a MFR number: 2951250-2019-14639. Information was received via social media: events¿ fallopian tube necrosis, weight loss, adenomyosis, adhesion, and inflammation were added. Essure insertion date and removal date were added. Reporters were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain like back labor"), gait inability ("I couldnt walk"), arthralgia ("si joint pain"), anxiety ("anxiety") and nightmare ("nightmares"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, gait inability, arthralgia, anxiety and nightmare outcome was unknown. The reporter considered anxiety, arthralgia, back pain, gait inability, nightmare and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, lower back pain, medical device pain", anxiety and nightmares. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received: additional reporter were added, event - anxiety and nightmares. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain like back labor"), gait inability ("I couldnt walk") and arthralgia ("si joint pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, gait inability and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, gait inability and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, lower back pain, medical device pain". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.